Event description:
A bipap a40 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. The device was not reported to be in patient use. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted an error code in relation to a defective eeprom and recommends the system board be replaced to address the issue that is unrelated to the reportable malfunction. The device was scrapped by the service center after the evaluation was completed.